Manufacturer narrative:
Initial 3 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient experienced four events since (B)(6) 2026 at the insertion site where mild irritation was observed. The patient also had elevated blood glucose levels, which were treated with a correction injection administered via multiple daily injections (mdi).